Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the surgeon that the patient while at home had experienced an acute pump stoppage while watching television. The patient claimed he heard an alarm and looked down and saw the red heart and yellow wrench and realized his pump had stopped. He quickly changed out the system controller and still the pump would not resume pumping. He started hand-pumping himself and was immediately transferred to the hospital. The surgeon attempted to hook him up to another system controller and the pump would not start so he was switched to pneumatic back up using a drive console and stroke volume limiter (svl). The patient remained stable throughout this event. The manufacturer had asked the surgeon to get an x-ray of the driveline and check for fractured wires. He said he quickly looked at the screen of the system monitor when he attempted to hook the patient up to electric actuation and the low bus 1 and low bus 2 alarms were flagged as well as "multiple others." The surgeon called the manufacturer back after the x-rays were completed and he said he thought he did see a possible fracture right at the point that the flexible portion of the extended lead hooks to the system controller. He also said there was a visible kink/bend in the driveline at that point. Apparently the patient wears a fanny pack around his back and the percutaneous (perc) lead became permanently kinked. The manufacturer asked that they send x-ray to them for evaluation. The patient remains supported on pneumatic actuation using a drive console and svl and remains in stable condition. The manufacturer received the x-ray of the perc lead, and the results showed no apparent fracture. The patient has been scheduled for a pump replacement sometime next week.